Manufacturer narrative:
Section h10, corrected data. Section h4. Device manufacture date, corrected to 09/10/2008.

Manufacturer narrative:
Section h10. Additional narrative. Section e1, reporter name - contact, dr. (B)(6). Email, (B)(6). Section e2, health professional - yes. Section e3, occupation - physician. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
Customer reported a corneal burn on while using their whitestar signature system. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: information was requested, but it was not provided. Section b3, date of event, information was requested, but it was not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Device evaluation: field service engineer (fse) checked the system, and no problem found. Fse was unable to find any material deficiency that could lead to that outcome. System performing to j&j vision specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.